Event description:
It was reported that the pump was explanted due to infection. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted on: (B)(6) 2011, explanted on: unk; catheter model: 8709sc, serial # (B)(4), implanted on: (B)(6) 2011, explanted on: unk.